Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) no complaint was received with return of the device. Failure (event) observed during analysis. Testing in the laboratory indicated that the device had a defective integrated circuit component.

Event description:
This report is to advise of an event observed during analysis.